Event description:
It was reported that the patient's right ventricular (rv) lead had an alert for sudden high impedance. The patient received inappropriate therapy due to a suspected fracture. Additionally, the rv lead had noise and high short interval counts (sic). The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned and analysis was performed. No anomalies were found. Analysis of the device memory indicated the right ventricular lead integrity alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, pacing capture threshold in the rv (right ventricle) was elevated, oversensing due to non-physiologic signals/sic (sensing integrity counter), and unexpected delivery of a ventricular tachyarrhythmia therapy. (B)(4).